Manufacturer narrative:
Follow-up #1: date of submission 03/29/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/11/2016 with the following findings: the pump was returned completely unresponsive and unable to be downloaded. The pump was opened and moisture was found on the printed circuit board. The audio bolus button cover was torn and there was a crack in the battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (load step malfunction: pump is priming tubing during the load step) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.